Event description:
Kmi was notified of the explant of a subtalar mba from a patient to address pain. The attending physician was contacted for details. The information provided indicated that the patient was experiencing pain 2 years following the original implant surgery, and as a result surgical intervention was prescribed and completed at the physician's recommendation. The attending physician was contacted by phone in 2002. He noted that the patient had downs syndrome, and could not articulate physical experiences well. During removal, the implant was found to have changed position in the sinus tarsi. Correction to the patient's previous excessive pronation condition had been corrected, verifying that the device had performed as indicated. There were no indications that the device was defective in any way. At one week post op, the patient has recovered successfully with no further pain. Given information made available following investigation, the condition prompting the explant was patient pain; the root cause of the pain was the shifting of the implant in the sinus tarsi. No specific cause could be attributed to this shifted location.